Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using original battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 137.0 received the lowbatteryalert (104) on 07/31/2025 09:44:00 after more than 7 days at 9.98 days. Battery cycle 133.0 received the lowbatteryalert (104) on 06/28/2025 10:30:00 after more than 7 days at 12.95 days. Battery cycle 132.0 received the lowbatteryalert (104) on 06/15/2025 11:36:00 after more than 7 days at 13.93 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement and self-test. No failed battery alarms noted during testing. Unit functioning properly. The pump was received with normal operating currents. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit was cut open and a visual inspection of connectors and electronic stack was performed. Per visual inspection, all connectors including the battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit was received with the following cosmetic damages: label damage (faded), cracked case (battery tube), cracked case ¿ display window corner, battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of failed battery test were not confirmed when no unexpected failed batt test alarms noted during testing. However, customer allegations of cosmetic damage were confirmed when cracked case (battery tube) and battery tube threads - cracked were noted during visual inspection. Overall, unit functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery of the insulin pump failed due to damage at the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed, and the damage was found to be affecting the functionality of the insulin pump. The customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1712kl was requested and the customer response was that the device will be returned.